Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "it was unable to pace from the beginning of the first day of use. The catheter was replaced." There were no patient complications reported.